Event description:
Received report of a disconnected catheter hub which caused bleedback. A patient was having a thermodilution catheter placed. During insertion, the physician had capped all ports to maintain aseptic technique. Once the catheter was in place, the physician tried to connect the pa port to an IV line, and noticed that the hub of the pa port was broken off. There was minimal blood loss that occurred. The catheter was immediately removed, and a new one was inserted with no further problems. There was no adverse effect to the patient. Additional information was requested, but no further information was provided.